Event description:
The physician reported that the knives are blunt. This was obvious while using one in the sclera region to perforate the descemet membrane. The blade is too long. While cutting the descemet membrane the blade suddenly, deeply penetrated into the anterior chamber. Causing a lesion of the iris at the six o'clock position and a perforation of the lens capsule also occurred. Additional info has been requested.

Manufacturer narrative:
There have been no other complaints associated with this lot number within the last two years. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info become available.